Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that urine did not outflow through the catheter due to occlusion. It also leaked from the urethral meatus.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: " [contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter."

Event description:
It was reported that urine did not outflow through the catheter due to occlusion. It also leaked from the urethral meatus.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per the visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. Per the functional testing, water was introduced into the drainage eye and did not find any leakage at any area of the catheter. The balloon was inflated with air while submerged in water and there were no bubbles to indicate a leak. The flow rate was tested while the balloon was inflated with 10cc of water and found the flow to be 120ml/min, 120ml/min and 125ml/min. The internal flow rate specification for a sample of this product type is 100ml/min minimum, so the sample met the internal specifications. The balloon was inflated and found the concentricity to be 60:40. The internal concentricity specification for a sample of this product type is 60:40 maximum, so the sample met the concentricity specification. The balloon was inflated with 10cc of water and a leak test was performed. On the seventh day, the balloon was fully inflated with no signs of leaking. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: method of use insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that urine did not outflow through the catheter due to occlusion. It also leaked from the urethral meatus.